Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No rewind anomaly noted. The device had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's grandmother reported via phone call that the insulin pump would not exit the preparing to prime screen. Blood glucose value was 163 mg/dl. The customer was disconnected during prime. During troubleshooting, the reservoir was changed and they were still unable to prime. The grandmother removed the reservoir from the insulin pump and stated that the cap seemed tilted. The insulin pump was replaced and returned for analysis.